Manufacturer narrative:
Title: computational investigation of interaction between stent graft and aorta in retrograde type a dissection after thoracic endovascular aortic repair for type b aortic dissection authors: tao ma, md,a zhi hui dong, md,a shengzhang wang, phd,b zhuang yuan meng, bd,b yin yin chen, md,c and wei guo fu, md, journal of vascular surgery (2018) 06.008 doi.org/10.1016/j.jvs.2018.06.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant or a talent stent graft system was implanted in a patient for the endovascular treatment of an rtad on an unknown date. It was reported that at an unknown date the patient developed retrograde type a dissection (rtad) with partially thrombosed false lumen and had open repair of ascending aorta and aortic arch. During the procedure, the new entry was seen at the tip of the stent graft. No additional clinical sequelae were reported and the patient will be monitored.